Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site and the issue could not be replicated. The system functioned normally during testing. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system displayed a frame rate error while the user was attempting to take 2d scout shots. The system was rebooted and the issue was resolved. The user was then able to take a 3d spin and navigate for the procedure. There was a reported delay of 10 minutes because of this issue. The procedure was completed successfully and the patient was not impacted.